Manufacturer narrative:
(B)(4).

Event description:
A valiant captivia stent graft system was implanted for the endovascular treatment of a 24 cm descending thoracic aortic dissection. Vessel morphology is unknown. It was reported that the physician implanted the stent graft system. The procedure was successful. Approximately 6 hours post-op, the patient complained of decreased feeling in the legs. The physician implanted a spinal drain, but the patient was reported to be suffering from paraplegia. No additional clinical sequelae were reported and the patient is reported to have improvement in feeling to the legs. A review of returned films pre-implant confirmed the reported thoracic dissection. The dissection originated several cm distal to the lsa, and extended distally into the descending thoracic.films at implant or post-implant were not provided. The cause of the reported paraplegia could not be determined from the images provided.